Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first photo depicts the surgeon next to the clamp on the extension tube of the blue luer adapter. The second photo depicts the surgeon bending the extension tube at the clamp site. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the catheter was inserted, the catheter was filled with saline routinely to check whether the catheter was unobstructed and if there was a blood flow, but blood leak was found at the venous transparent epitaxial tube (closed clamp position). The catheter was not repaired; there was no cleaning agent used on the device; tego was not utilized; there was no luer adapter issue; and the insertion site was not treated with prior to product placement. There were no patient symptoms or complications related to the event; there was a blood loss of 4 ml (milliliter); blood transfusion was not required; and they replaced the product as the result of leakage and reinstalled the tube as the medical intervention done to the patient. Nothing unusual was observed on the device prior to use. Flushing was performed; there was no other product being utilized with the device; there were no other defects/damages on the product where the leak was observed; and the cleaning agent was not allowed to dry thoroughly prior to applying ointment(s) to the area. There was no patient injury.